Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): the patient underwent mesh implantation with concurrent procedures transvaginal hysterectomy, bilateral salpingo-oophorectomy, and cystoscopy to treat stress urinary incontinence. It was reported that following insertion the patient experienced chronic vaginal and pelvic pain, frequent vaginal and bladder infections, urinary leakage, pelvic inflammation, rectal pain, vaginal bleeding and discharge. It was reported that patient underwent mesh revision on (B)(6) 2011 due to vaginal pain and mesh erosion. No additional information was provided. (B)(4).